Event description:
Abbott's binaxnow covid-19 antigen self-test with an extended expiration date had only one small vial of solution to conduct a test instead of two vials of solution. I was exposed to covid and am testing to make sure I don't pass it on to anyone else.